Manufacturer narrative:
Additional information d9, h3, h6 and h11: h11: the device was received for evaluation. During functional testing, "last button on first & second row malfunctioning" was reproduced as the soft key furthest to the right above the "start/stop" key being unresponsive. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump's last button on first and second row was malfunctioning. This occurred during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.